Manufacturer narrative:
The alarm "r" mentioned by the customer does not really exist, it's probably been a misinterpretation of another alarm. In any case, the service found that the battery contacts were dirty (oxidation or residue of drug): this situation can lead to an inconstant contact with the battery and give problem with the reset. The battery contacts were cleaned and the pump underwent the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported, "constant alarm "r"."